Event description:
Per the clinic, the patient experienced a wound dehiscence and underwent revision surgery on (B)(6) 2026, in order to stitch the incision site. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.